Event description:
An endurant ii stent graft was implanted in a patient during an unknown endovascular procedure. It was reported during the index procedure, after the graft was implanted a type iii endoleak was identified. An additional non mdt stent graft was implanted to resolve the endoleak. The cause of the type iii endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause and subtype of endoleak could not be conclusively determined. The endoleak involved the endurant bifurcate stent graft, not an endurant tube, as reported. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) was performed but only a single imaging view (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer.while a type iii fabric endoleak cannot be ruled out, this type of endoleak is unlikely to occur so soon after the index procedure and analysis of the returned films did not reveal any obvious anatomical factors such as calcification, which could have contributed to an acute fabric tear. It is possible that this could have been a type IV endoleak due to fabric porosity, which may have been exacerbated by the slight fabric stretching due to stent graft angulation near the flow divider. There is a possibility that this was a type ia endoleak also. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to the observed endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.